Event description:
A journal article was received titled: new method to remove a broken guide pin in the hip joint, orthopedics. Authors: mohammad taghi peivandi, md; amir reza kachooei, md; and zohreh nazemian, md. Volume 34, number 10, october 2011 reported: on an unknown date, a 55 year old female patient underwent a closed reduction of a right femur fracture. As the surgeon was reaming, using a 2-mm non-threaded pin, there were no difficulties reported until the reamer failed to progress. This was attributed to the presence of a sclerotic or calcar region. After reaming through the hard tissue, the reamer suddenly passed easily. Under fluoroscopy, it was noted that the pin was broken and the tip of the pin had passed the acetabulum but did not enter the pelvis. Several attempts to remove the pin failed until it was ultimately removed using a 2-mm cannulated drill bit under fluoroscopy. It was reported that the patient had an uneventful recovery. This report is for a guide pin. It is unknown if the pin was a synthes product. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2011 oct; 34 (10) :e685-e687. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.